Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "defib pacer device failure" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department. The reported malfunction was observed during testing. However, the reported problem could not be duplicated. A system interconnection flex cable was replaced as a precaution. The device passed the final test procedure, and was recertified. Analysis of reports of this type has not identified an increase in trend.